Event description:
It was reported to philips that a battery failed to charge in both a cadex charger and mrx unit.

Event description:
It was reported to philips that a battery failed to charge in both a cadex charger and mrx unit. There was no patient involvement.